Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The generator was explanted due to battery depletion. The explanting facility will not return the explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.